Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2017; 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms during left ventricular (lv) lead pacing. It was thought the symptoms were due to extracardiac stimulation. The lv lead was repositioned however the symptoms did not resolve. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.